Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) surgery center. The customer has not indicated whether the product will be zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the suture device experienced a deployment failure. The proper surgical technique was used, and no patient consequences have been reported due to the malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A photo of the patient sticker of the part and lot numbers of the device was provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.